Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) had triggered code 1006 due to high voltage during charge repeat. The field representative confirmed that a manual capacitor reform has been performed with a charging time of 10,1s. The following 1,1 j shock was successfully delivered, and it was recommended to continue to use. This cardiac resynchronization therapy defibrillator (crt-d) remains in service. No additional adverse patient effects were reported.